Event description:
The patient received her scs system for bilateral low back and left leg pain. It was reported she no longer felt stimulation coverage in her low back an reprogramming was unable to resolve the issue. It was reported the physician ordered x-rays. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.